Manufacturer narrative:
(B)(4). The evaluation was performed by a non-covidien service provider. The provider reported the o2 sensor had failed and would be replaced. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ht70 ventilator had an oxygen (o2) sensor error. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The evaluation was performed by a non-covidien service provider. The provider reported the o2 sensor had failed and replaced with the new one and the ventilator is working as intended. Covidien was not authorized to repair the device.

Event description:
It was reported that during maintenance the ht70 ventilator had an oxygen (o2) sensor error. There was no patient involvement.